Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had reached explant indicator. Moreover, it was noted that the device power consumption has increased with outputs less than the nominals. An engineering analysis was performed in which result showed that the power consumption was increasing in gradual fashion. This appears consistent with the capacitor degradation due to hydrogen gas content in the device sealed atmosphere. A device replacement was then advised. To date, the device remains in service. No adverse patient effects were reported.